Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient never had therapy and that the device was off. The patient indicated experiencing back legs pain. She stated that when stimulation was turned on she would feel stimulation in her legs, stomach and above her vagina. The stimulation was supposed to be for her back. The patient also claimed that the manufacturer representative (rep) shut off her ins and told her that the leads were not up high enough. The patient indicated that she was previously implanted with another manufacturer's device which was later replaced with the manufacturer's device. Since the replacement she had been in pain and could not walk or stand for more than two hours long. She was had been in bed a lot. The patient mentioned that she had been on 30 milligrams (mg) oxycontin and her doctor took it down to 10 mg. The patient reported that her doctor took x-rays of her back and showed her a few times the leads were not detached. Few months later the doctor asked if the patient had fallen because her leads were detached. The patient further stated he didn't take x-rays to determine if the leads detached and she didn't fall since having ins implanted. She had pain and numbness. Additional information received from the rep reported that he met with the patient and had her device reprogrammed sometime in (B)(6) 2015. He indicated that he did not turn off the device and never told her that the leads were not up high enough. He was not made aware of any malfunction at the time when he met with the patient. Additional information was received from the patient stating that their neurostimulator did not work and it had been shut down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.